Manufacturer narrative:
Result: missing footboard modules.

Event description:
It was reported by service report that the bed has broken footboard modules and the power cord is missing its ground prong. No pt involvement or adverse consequences are reported.